Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) channel that resulted in pacing inhibition. The patient was pacemaker dependent and experienced approximately four seconds of asystole. The patient's rv lead was a non-boston scientific product. Subsequently, the patient underwent a revision procedure and the rv lead was replaced and this crt-d was also explanted and the patient was implanted with a cardiac resynchronization therapy pacemaker (crt-p). No further complications have been reported.